Event description:
It was reported that the day after implant, there was high defibrillation coil impedance. The physician reopened the pocket a few days later, removed the df-4 pin, and found a "globule" of dried blood on the connector pin that, once removed, allowed in-range impedances on all electrodes and good dft (defibrillation thresholds). The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).